Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to a shorted q1 current-controlling transistor on the bedside pca board. The root cause for the shorted q1 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery/charger/modem.

Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient's battery charger was resetting. The patient was issued a replacement battery charger/modem.